Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the display screen was dim/faded/discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/27/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/06/2017 with the following findings: during investigation, the pump was powered on to a dim display with reddish text. Unrelated to the original complaint, the battery compartment was cracked from the threads to the case seal left of the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.